Manufacturer narrative:
Three attempts have been made to find resolution with the account without success.

Event description:
Account alleged head section lowered on its own with patient in. Issue isolated to rh siderail.